Manufacturer narrative:
E4. The initial reporter also notified the FDA on jan, 2024. Medwatch report # (B)(4). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set ballooning the following information was received by the initial reporter with the following rcc received a complaint via email. Email(s) attached IV tubing started to balloon indicating a possible burst and would not work through the pump, no injury occurred, however if aneurism (burst) in tubing possible injury could occur.

Manufacturer narrative:
It was reported that there was ballooning in the silicone segment. One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and an infusion run was performed at a rate of 125 ml/hr for one hour. No observation of ballooning was observed. The customer complaint was unable to be replicated. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and can provide additional instructional material for proper loading of the alaris pumps. A DHR was performed for the possible lots 23105550, 23105551, 23105552, 23105553, 23105555, 23105556, 23105557. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.